Event description:
Patient in neuro interventional radiology (nir) for diagnostic cerebral angiogram for stable recurrence of recurrent/residual filling of anterior communicating artery (acom) aneurysm seen on MRI/a after previous coil embolization. At the conclusion of the procedure a vascular closure device was selected. Upon opening the vascular closure device, it was noted that the device stylet was bent. Device was saved for investigation. Another closure device was selected and deployed with no injury to the patient.